Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibiting elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A fracture of the rv lead was suspected but was not confirmed. A revision procedure was performed and the rv lead which is from another manufacturer was removed from service and replaced. No additional adverse patient effects were reported.